Event description:
The customer received a questionable d-dimer gen 2 result for two samples from one patient. Data could only be provided for one sample. The initial result was 9.71 mg/l with a data flag. The sample was repeated and the result was 2.47 mg/l. The sample was repeated with a 1:3 dilution and the result was 1.48 mg/l. None of the results were reported outside the laboratory. The customer reported to the physician that the samples cannot be measured. The patient was not adversely affected. The d-dimer reagent lot number was 699976. The expiration date was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A sample from the patient was submitted for investigation. In a dilution test, the d-dimer results decreased significantly with every dilution step. This indicates a gammopathy was present in the sample.